Event description:
In 2013, I got cohesive gel (gummy bear implants). Six months after I noticed my breast were turning white starting at my incisions around my areola. Dr says it's vitiligo caused from implants. Then 1 yr after I got implants, I started with autoimmune issues. Now almost 6 years after being implanted, my health is going down hill fast. Here are my symptoms: fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin, premature aging, weight problems, inflammation, poor sleep, decline in vision, hyper thyroid symptoms, hormone imbalance, low libido, slow healing, easy bruising, throat clearing, cough, difficulty swallowing, choking, metallic tastes, vertigo, night sweats, intolerant to cold, sinus infections, skin rashes, migraines, slow muscle recovery after activity, heart palpitations, sore and aching hips and backbone, numbness / tingling sensation in upper and low limbs, general chest discomfort, shortness of breath, pain and burning sensation around implants, anxiety. Symptoms of autoimmune, immune hashimoto and ra. Just feel like I'm dying.